Event description:
The patient reported that her device has migrated and wants a prophylactic replacement due to this. Good faith attempts for further information from the physician have been unsuccessful. Although surgery is likely, it has not occurred to date.

Event description:
On (B)(6) 2015 it was reported that the physician will see the patient at a later date and then they will decide if she will be sent to surgeon for a replacement. No surgical interventions have been taken to date.